Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was not known. Alarm and possible causes were explained to the customer's father. Customer's father does not recall any significant events that may have caused the device to alarm. Customer's father was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had and unresponsive escape button due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.